Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. Date received by MFR: 09/25/2015.

Event description:
The customer reported that the remote alarm cable is not working. It is unknown if the device was in use on patient or if there's any patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that the remote alarm cable is not working. It is unknown if the device was in use on patient or if there's any patient harm.